Event description:
It was reported that the device¿s sleep/wake button was unresponsive to touch, preventing reliable unlocking despite repeated presses and attempts without the case and with clean hands, and the device did not vibrate on button press; the device could be unlocked when placed on a charger, and a replacement was provided with instructions for shutdown, data handling, and return. Symptoms included user difficulty operating the device due to an inoperative control. Outcomes included temporary interruption of normal device use and the need for device replacement while continuing glucose monitoring with an alternate method. Investigation included remote troubleshooting, verification of device status and accessories, and logistical review for replacement and inspection of the returned device. Investigation of this device revealed a malfunction of the external control interface consistent with a nonresponsive power/sleep button, with no indication of user error or environmental cause. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the button interface.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.